Event description:
The affiliate reported: the cmcv unit lost power output during surgery. The amount of coagulation was reduced and the malis units were turned up and still only small output. The bipolar instrument and cords were changed out and still the unit did not function properly. They switched to a conmed standard generator with the same instruments and the instruments worked. The cmcv unit looked at following the case appears to be working. Biomed also looked at the unit and it looks to be functioning. As this is a loaner unit they requested to swap out to avoid risk the same situation could occur. A new unit is now in place. Synergy indicates no adverse consequences. There is also no indication of a delay in the procedure greater than 30 minutes.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.